Event description:
It was reported that the patient presented in the ER after receiving inappropriate atp and hv therapy. Limited reprogramming was done to the device. Device is left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.